Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the sample in question was a valid negative; there were no instrument or reagent preparation issues observed. Customer noted the samples collected from the patient were collected at different times. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings; they mentioned that customer should not compare results from multiple collections and different testing methods. Ts relayed this information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 010127-20210313-03, using assay lot 290518 on panther instrument sn (B)(4) which had a discrepant sample. Two samples from the same patient resulted negative both times on the panther, but another lab processed a sample from this patient and observed positive results using an unknown assay/method. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.